Event description:
It was reported that the customer had an a33 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan healthcare provider instruction. The customer was advised that possible cause of the a33 alarm is during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, broken battery tube threads, and missing end cap sticker.